Manufacturer narrative:
The ipg was received with no visible anomalies. Preliminary testing confirms the ipg the no telemetry condition. Further testing was performed after the battery was recovered. At this time, the ipg passed all functional testing. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including an ipg, on (B)(6) 2009. It was reported the ipg was explanted and replaced due to no telemetry and no output. No patient complications were reported as a result of this event.